Event description:
The reported event was retrieved from an article that was published in the central european journal of urology and the therein referenced case report published in medical journal of dr. D.y. Patil university. It was reported that the cystoscope's distal metallic tip detached in a pediatric procedure. The metallic piece was extracted through a suprapubic cystostomy, significantly increasing morbidity and hospital stay.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).